Event description:
It was reported that the 2600 system experienced a cal out for filmer. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the table software and recalibrated the filmer. The system was tested and found to be working as intended and placed back into service.